Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly, this was noted during procedure to replace pulse generator for normal eri. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.